Manufacturer narrative:
Results, conclusion: lesion was totally occluded, patients comorbidities impacted affected of devices. (B)(4).

Event description:
The physician commented that the outcome was not related to the product and most likely related to patient complications procedural note review: review of the procedural notes confirmed that the stent implanted on the (B)(6) 2015 was post dilated to 16 atms and not 18 as initially report. Review of the notes also confirm the pre-dilation attempts with the balloon sprinter legend in the proximal cx and the deployment of the resolute integrity 3x18 stent in the proximal cx. They also show the patient returning to the cath lab on the (B)(6) 2015. The notes confirm the pre-dilation attempts in the proximal cx and the deployment of 2 integrity stents. The procedural notes also highlight the high level of disease present in the lad, 1st diagonal, circumflex and rca. Cine image review: the first sets of images were taken from the procedure on the (B)(6) 2015. The images show the occluded circumflex vessel with what appears to be a thrombus. It also shows the diffusely diseased non-dominant rca vessel. The images show pre-dilation attempts with what appears to be the 2.5 x 15 sprinter balloon in the proximal circumflex. The images also show the deployment of what look likes the resolute integrity 3.0 x 18 rx stent in the proximal circumflex and post dilation attempts of the stent. The images then show improved flow restored in circumflex vessel but a residual clot still present in the om. The second sets of images were taken on the (B)(6) 2015. They show the circumflex vessel re-occluded with a thrombus present. They also show attempts to wire the vessel. It appears that the wire initially passed the stent on the outside in the proximal circumflex which may have contributed to the reported dissection. The images then show multiple attempts to pre-dilate the vessel with a second wire in place to possibly provide extra support. The images also show what appears to be the reported dissection in the proximal circumflex. Additional stents which are most likely the integrity stents are also shown being deployed in the circumflex vessel. The final image shows the circumflex vessel with poor flow achieved. There is no evidence from the returned images to suggest a device malfunction.

Event description:
The physician was treating a patient who presented with a totally occluded cx. The patient was placed on a heparin and integrilin drip but no act was drawn. The lesion was pre-dilated with a sprinter legend balloon. This allowed some flow in the cx and om. A resolute integrity stent was selected and inspected prior to use with no issues noted. The stent was placed in the proximal cx and the distal end landed at the bifurcation of the cx and om branch. The stent was deployed at 12 atm and then re-inflated to 18 atm. Timi 2 flow was restored in the cx vessel but timi 1 flow in the om with residual clot still present in the om. Patient left the cath lab and admitted to ICU. The following day the patient became hemodynamically unstable and had st elevation. Two days post stent implantation the patient coded and was returned to the cath lab. Angiogram revealed a stent thrombosis at the proximal end of the stent in the cx vessel with total occlusion of the cx and om. The patient was left dominate. An iapb was inserted and clot was pre-dilated with two sprinter legend balloons. There appeared to be a dissection at the distal end of the existing resolute integrity stent. Then a integrity stent was implanted at 12 atm to overlap the distal end of the resolute integrity stent. Then another integrity stent was implanted distal to a previously deployed stent to compress the thrombus. Timi 2 flow was restored but patient developed cardiogenic stock and died.

Manufacturer narrative:
Evaluation codes, results: other (no root cause can be determined) inherent risk of procedure ¿ (dissection,death) no results available since no evaluation was performed (no device or cine images received for review) evaluation codes, conclusions: inherent risk of procedure. (B)(4).